Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was chronic right atrial (ra) lead undersensing and that there was loss of sensing and no pacing. It was further reported there was unipolar/bipolar undersensing and noise on the ra electrograms (egm) baseline. The device was reprogrammed from dual chamber to single chamber pacing. The lead remains in the patient. No patient complications have been reported as a result of this event.